Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: broken reservoir tube lip, missing reservoir tube lip o-ring, cracked battery tube threads, cracked display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces. Unable to perform a prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly.